Event description:
Initial reporter stated that there was no suction with the cutter; blew out nitrogen. The event was discovered as the surgeon started the procedure. No adverse effect on the pt. Surgery was delayed a few mins as the pack was replaced.